Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. C18716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, live birth in (B)(6), live birth in (B)(6), live birth on (B)(6), live birth on (B)(6), tonsillectomy, breast lump removal and abdominoplasty. Previously administered products included for an unreported indication: famotidine in (B)(6) 2016. Concurrent conditions included obesity, asthma, breast feeding, latex allergy ((rash, itching)), pain in heel, low back pain, chest pain and carpal tunnel syndrome. Family history included breast neoplasm. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 for contraception. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and sexual dysfunction ("apareunia"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain/ (cramping) (constant)"), hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). In 2016, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, sexual dysfunction, hormone level abnormal, alopecia, fatigue, dysmenorrhoea, migraine and headache outcome was unknown, the abdominal pain lower had not resolved and the dyspareunia had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, migraine, pelvic pain and sexual dysfunction to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. On (B)(6) 2016, hysterosalpingogram confirmed satisfactory placement of both essure coils and bilateral occlusion of both tubes. On (B)(6) 2016, hysterosalpingogram impression: bilateral essure devices in the pelvis projecting over the area of the fallopian tubes. On (B)(6) 2016 hysterosalpingogram impression: no contrast opacification of the fallopian tubes consistent with tubal obliteration. On (B)(6) 2016 surgical pathology report diagnosis: fallopian tubes, two essuer devices identified. Gross description: a. Right and left fallopian tubes b. Bilateral essure device- these are metallic gray wires with attached coils with the wires measuring 12 cm in length to less than 0.1 cm in diameter and the coils measuring 2 cm in length and 0.2 cm in diameter. On (B)(6) 2016 x-ray chest impression: iatrogenic pneumoperitoneum underneath the right hemidiaphragm was likely the cause of patient's reported right shoulder pain due to phrenic nerve irritation. Pulmonary arterial prominence may be seen in the setting of pulmonary hypertension. Most recent follow-up information incorporated above includes: on 25-jan-2018: event device removal deleted and event apareunia, hormonal changes, hair loss, fatigue, dysmenorrhea, dyspareunia, migraines, pain, lower abdominal pain was added with essure lot no. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. C18716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, live birth in 2006, live birth in 2011, live birth on (B)(6) 2013, live birth on (B)(6) 2015, tonsillectomy, breast lump removal and abdominoplasty. Previously administered products included for an unreported indication: famotidine in (B)(6) 2016. Concurrent conditions included obesity, asthma, breast feeding, latex allergy ((rash, itching)), pain in heel, low back pain, chest pain and carpal tunnel syndrome. Family history included breast neoplasm. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015 for contraception. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain/ (cramping) (constant)"), hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). In 2016, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, hormone level abnormal, alopecia, fatigue, dysmenorrhoea, migraine and headache outcome was unknown, the abdominal pain lower had not resolved and the dyspareunia had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. On (B)(6) 2016, hysterosalpingogram confirmed satisfactory placement of both essure coils and bilateral occlusion of both tubes. (B)(6) 2016 hysterosalpingogram impression: bilateral essure devices in the pelvis projecting over the area of the fallopian tubes. (B)(6) 2016 hysterosalpingogram impression: no contrast opacification of the fallopian tubes consistent with tubal obliteration. (B)(6) 2016 surgical pathology report diagnosis: fallopian tubes, two essuer devices identified. Gross description: a. Right and left fallopian tubes b. Bilateral essure device- these are metallic gray wires with attached coils with the wires measuring 12 cm in length to less than 0.1 cm in diameter and the coils measuring 2 cm in length and 0.2 cm in diameter. (B)(6) 2016 x-ray chest impression: iatrogenic pneumoperitoneum underneath the right hemidiaphragm was likely the cause of patient's reported right shoulder pain due to phrenic nerve irritation. Pulmonary arterial prominence may be seen in the setting of pulmonary hypertension. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-feb-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("removal of bilateral essure devices") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy ). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results: on (B)(6) 2016, hysterosalpingogram confirmed satisfactory placement of both essure coils and bilateral occlusion of both tubes. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.